Event description:
It was reported that the atrial impedance apparently fractured: lead impedance jumped to 2000 ohms, causing an automatic polarity switch to unipolar configuration. The lead impedance is now >9999 ohms, with no capture. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.